Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Reportedly, the patient had undergone a pocket washout to get rid of infected tissue. Additional information indicates that the patient also had wound dehiscence. There were no additional adverse patient effects reported. The device was repositioned.